Event description:
Device placed successfully in the pulmonary artery but delivery catheter could not be removed from the device, company tech said sometimes the devices are " sticky" and this has happened before, where the delivery catheter can get stuck to the cardiomems device, attempts were made to dislodge the catheter from the cardiomems device with a swan catheter, balloon, all unsuccessful, it was then decided best course of action would be to remove the cardiomems catheter, then with the help of another physician, the cardiomems device was removed with a snare device, the company tech will send device back to st jude for evaluation as defective. FDA safety report ID# (B)(4).